Manufacturer narrative:
Additional information (05-may-2021): siemens healthcare diagnostics investigated complaints regarding "a manufacturing defect in some valves may cause them to leak" on the atellica ch 930 and/or the atellica im 1300 and 1600 analyzers. Siemens determined that discrepant results may be generated if the issue occurs. An urgent medical device correction (umdc) asi21-02.a.us was sent to us customers and an urgent field safety notice (ufsn) asi21-02.a.ous was sent to outside the us (ous) customers in may of 2021. The umdc and ufsn explain the behavior described above and requests customers to follow the instructions of the umdc/ufsn to ensure correct operation of the systems until siemens service personnel schedule replacement of the parts. To date, there are no allegations of injury due to this behavior.

Event description:
Five discordant calcium, creatinine, and urea nitrogen patient results were obtained on an atellica ch 930 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate atellica ch 930 instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences discordant results.